Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an agent attempted multiple follow-ups with the patient regarding a diabetes-related event and blood glucose concerns, but contact was not established and the cause of the event remained unclear. Symptoms included abnormal blood glucose as the patient indicated that glucose control was affected. Outcomes included recovery and resumption of ilet use. Investigation included attempts to obtain hospitalization and blood glucose details through repeated outreach and case review. Investigation of this case revealed no device malfunction could be confirmed and no additional information could be obtained from the patient. It was concluded that the cause of the reported glucose issue remained unknown and no device-related failure could be determined.